Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the patient was having a poor communication with and without the antenna. The patient was having a hard time connecting the programmer to the implantable neurostimulator (ins). Troubleshooting steps were carried out, but the issues were not resolved. A replacement programmer was sent to the patient. Additional information was received from the patient on september 25th, 2019, that the patient received the replacement programmer but was still unable to connect with and without the antenna. The patient was re-directed to follow-up with the healthcare professional to assess the ins. Additional information was received. Consumer reported that it was determined that the ins was actually what was not working, and not the programmer. The patient had not reached out to a doctor yet. No further complications reported/anticipated.